Event description:
It was reported to technical services on 01/18/2012 that this lead safety switch detected upon interrogation. Appears to be in the past few days. Was in the 70-800's. (B)(6), 292 ohms. One 310 capture was excellent, (pt is s/p ablation), changed sensitivity to 4mv, ok to leave unipolar? If ok with md, cannot rule out a lead issue. Continue to monitor. Lead is coaxial design so ok to leave in unipolar. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).